Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another device. The medical surveillance specialist spoke with the patient on may 13, 2009 and obtained the following information. The patient reported that on the afternoon of original date, he obtained blood glucose readings of "202 mg/dl" with the subject meter and "172 mg/dl' on another device (friend's onetouch ultra), performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. The patient stated that a few days prior to performing the meter-to-meter comparison (date unknown) he obtained a blood glucose reading in the "200 mg/dl" range (result unknown) with the subject meter. Te patient reported that the result was much higher than his typical readings which usually fall within the "110-137 mg/dl" range. In response to the reading, the patient claimed he took 10 units of r insulin and approximately 2 or 3 hours later began to feel dizzy, shaky, sweaty, and could not "see straight." At the onset of symptoms, the patient stated he obtained a result of "60 mg/dl" when he tested with the subject meter and then treated self with food and/or drink. The patient reported feeling better after the self-treatment. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims, he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.